Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a red screen error code. No patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the functional test of the investigation. Root cause of the reported issue is unknown. Recommended that the optical switch be cleaned or replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on (B)(6) 2021 for cassette not attached properly. Those repairs should not have adversely affected the function of the optical switch. Corrected data: corrections in: b5: describe event or problem: updated, d4: model number: 2120, h4: device manufacture date: 16-jan-2018.

Event description:
Additional information was received by the manufacturer on 23-may-2022 via email and was attached to the complaint object. There was no report of this occurring while in use with a patient.